Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. The device will not be returned for analysis because it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zimmer's reference: (B)(4). Concomitant devices: z nail cmf 10.5 x 110 lag scr; catalog: 47-2499-110-10; lot: 3068976. Multiple MDR reports were filed for this event: 0009613350-2022-00248.

Event description:
It was reported that 5 months after the initial implantation, surgeon confirmed through x-rays that the lag screw was sliding to the outer side. Patient is being monitored. No revision planned so far no consequences or impact to patient. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.investigation results are now available. Updated: b4, b5, g3, h3, h10. Investigation and conclusion: 1. Event description: it was reported that initial operation was performed with cmf nail system. After 5 months from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. The surgeon keeps an eye on the patient condition as well as no revision will be planned so far. Patient involvement- unknown outcome. Harm: s2 - instability, minor . Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: - device purpose: all involved devices are intended for treatment. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - surgical technique the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding set screw locking: after the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. 5. Conclusion: it was reported that initial operation was performed with cmf nail system and after 5 months from the initial, surgeon confirmed x-rays and he found the lag screw was sliding to outer side. The surgeon is keeping an eye on the patient's condition as well as no revision will be planned so far. Patient involvement- unknown outcome. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the affected products have met the specifications valid at the time of production. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation is undergoing to determine the necessity of potential corrective and/or preventive actions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.